Event description:
As the surgeon inserted the drill bit and started drilling the bit broke, there was an attempt to pull the bit, however the surgeon was unable to.

Manufacturer narrative:
Corrected data: b4 date of this report. G4 date received by manufacturer . H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data. The drill adaptor (B)(6) was received for analysis with the drill in which it was stuck in. Many attempts to remove the drill were performed. And it was difficult to remove the jammed drill. Once the removal of drill was done, a visual inspection of the part has been performed by a hardware engineer, patrice bonaric. This visual inspection reveals that the drill was twisted and folded. The re-insertion of the drill was possible but at the end of insertion, it gets stuck. The incoming inspection of the drill adaptor was performed, and indicates that the released part met all requirement to perform as intended. The event can probably due to a misuse as the drill was not entered straight in the drill adaptor.

Event description:
As the surgeon inserted the drill bit and started drilling the bit broke, there was an attempt to pull the bit, however the surgeon was unable to.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
As the surgeon inserted the drill bit and started drilling the bit broke, there was an attempt to pull the bit, however the surgeon was unable to.